Event description:
Patient seeking legal action. Pfs received. Medical records received. Pfs alleges that the patient suffers from pain, swelling, discomfort, elevated levels of cobalt chromium, and stem loosening on the right side. Records are available on the l drive if needed for further review. Update: (B)(6) 2013 - litigation papers received. There is no additional information that would affect the outcome of this investigation. Update: (B)(6) 2013 - additional litigation papers received. In addition to what was previously reported, it is now alleged that the patient suffers from inflammation, infection, multiple dislocations and lack of mobility. All products are being reported to address these issues.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this product no longer needs to be reported as the medical records show there was no infection as litigation alleged.

Event description:
Update rec'd 7/29/2014- pfs and medical records received. After review of the medical records the revision operative note for the right hip confirmed a loose stem. There was no mention of infection or metallosis. There is no new additional information that would affect the existing MDR decision.